Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no damage on top case. Bottom case is cracked by l bracket screws. Plunger head is cracked by screws. During occlusion testing, the reported problem was verified. The root cause of the reported issue was normal wear, as the parts were over five old. Replaced plunger board with damaged left and right plunger cases. Replaced clutch half's left and right also leadscrew and spring as a preventative measure.

Event description:
It was reported that the device failed occlusion test. No patient injury was reported.